Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
H3, h6 remove code 3221, remove h10 (the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.).